Manufacturer narrative:
(B)(4). Field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices and was confirmed by a sjm representative. The patient reports she last recharged her ipg on (B)(6) 2016 and last received stimulation a week ago. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.